Manufacturer narrative:
The medical center discarded all impella pump and sheath product in 2020. No product investigation to root cause is possible. The (B)(6) registry did not furnish further clinical details. The access site bleeding failure will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp support in (B)(6) 2020 which was successful until explant. In (B)(6) 2022 the (B)(6) registry review noted an access site bleed attributed to impella that was treated by blood product infusion.